Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0me04, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported pain, burning, and itching at the implant site. The patient had tried increasing and decreasing amplitude. There was no fall or trauma that could be related to this issue. The issue occurred in (B)(6) 2015. The patient's relevant medical history includes gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.